Manufacturer narrative:
D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D6a should of been left blank on the initial report that was submitted. D8 revised as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated as they were entered incorrectly on the initial report that was submitted. The investigation was complete at the time the initial report was submitted. H11 the investigation was complete at the time the initial report was submitted. Therefore, additional manufacturer narrative was updated. Investigation summary: the investigation was completed. Data review: the console logs were consistent with what was reported in the complaint. The logs revealed that the console issued the purge disc not detected alarm several times. Device analysis: the console was sent back to field service for further investigation. The purge disc flag was confirmed to be broken. Root cause: the purge disc flag on console was confirmed to be broken and resulted in the consoles inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
During routine purge cassette and tubing replacement for the impella 5.5 system in the intensive care unit, the black component of the purge system broke for unknown reasons. The device remained functional, the patient was stable, and no harm occurred.